Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported migration. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip migration appears to be related to challenging patient anatomy, per case details. A cause for the reported tissue injury could not be conclusively determined. The reported mitral regurgitation appears to be a cascading event of the tissue injury and clip migration. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip xtw was advanced within the patient and successfully placed. During deployment, a slip knot was identified on the lock line and tension was noted. The clip was closed and the lock line was continued to be removed until it was no longer possible to remove the lock line, troubleshooting was preformed by utilizing forceps on the lock line and unlocking the clip lock lever to successfully remove the clip. A mitraclip xtw was then utilized, the clip was successfully placed, upon deployment the clip canted, it was unable to be determined if this was clip migration or a single leaflet detachment from the posterior leaflet. It was identified that the posterior leaflet was damaged, either resulting in a perforation of the leaflet or a tear. An additional mitraclip xtw was then successfully implanted to stabilize this clip and the procedure was discontinued. The final mr was grade 4. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.